Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported the surgeon experienced no reflux (no irrigation) when entering the eye with the phacoemulsification (phaco) handpiece at the start of a cataract surgery. The phaco handpiece was replaced with another one as there was a message concerning zero flow after testing it in water. Another phaco handpiece was obtained however there was still no reflux. The procedure was completed without further product replacement and there was no patient harm.

Manufacturer narrative:
As the customer did not retain the finished goods lot number. Device history record (DHR) and lot history could not be reviewed. The sample was not received, at the investigating site for this complaint report, visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established, as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. After the investigation of this complaint. It has been determined, that no action will be taken at this time, as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings. And will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).